Event description:
A falsely elevated troponin ultra result of 4.85 ng/ml was obtained on a pt sample. The result was reported to the physician. The sample was retested and the results of 4.74 ng/ml and 4.61 ng/ml were obtained. Even though the troponin ultra results were inconsistent (falsely elevated) with the results of the other analytes tested, a heart catheterization was performed on the pt based on the troponin results. The pathologist feels that the pt may have viral carditus which could cause elevated troponins that do not fuctuate with the draw time. The pathologist has recommended viral studies.

Manufacturer narrative:
Explanation for evaluation. A sample from this pt was further analyzed by siemens healthcare and the results indicate some type of hama or heterophilic interferant present in the sample. No further evaluation of the device is required. The instrument is performing within specifications.